Manufacturer narrative:
The device is currently not available for analysis. Conclusions regarding the clinical observation cannot be drawn for the time being. No supplementing data are available, and it is not expected that more data will be received. The case is therefore closed. If additional information should still be received at a later point of time, the case will be re-opened, and the investigation will continue.

Event description:
Ous MDR - after an implantation period of approximately 5 weeks, insufficient sensing values were reported. The lead was successfully repositioned and remains implanted.